Event description:
It was reported that the asymptomatic patient presented in clinic at an unknown time in the past with atrial lead noise and possible elevated threshold. The lead was capped on (B)(6) 2017. During the procedure, insulation damage was noted on the right ventricular lead. The right ventricular lead was also capped on (B)(6) 2017. Patient was stable before, during, and after the procedure.